Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found suture coming out of the folder and extending through the seal margin area.

Event description:
It was reported that on (B)(6) 2013 suture was used during internal training. A sealing defect was found on the suture package and suture was damaged. The suture was removed from the table. There was no patient involvement.